Event description:
It was reported that, during a lab diagnosis, the colonovideoscope tested positive on (B)(6) 2026 for 1 colony forming units (cfus) of enterobacter cloacae group, 23 cfus of enterococcus casseliflavus and 2 cfus of enterococcus avium. The device was retested on (B)(6) 2026, and it tested positive for 3 cfus of enterococcus avium and 2 cfus of unspecified bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.